Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 805:01 found in the event history during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The condition of failure code 805:01 was confirmed but not duplicated. The cause is undetermined. The pump head module assembly was replaced. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of failure code 805:01. (B)(4).